Manufacturer narrative:
This device was manufactured may 14, 2016 ¿ may 16, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had an underinfusion issue. The device was filled with 5fu in nacl 0.9% (total volume of 84ml) and more than 30ml was left. The prescribed time of infusion was not reported. The folfusor infused at room temperature. There was no patient injury or medical intervention associated with this event. No additional information is available.